Manufacturer narrative:
(B)(4).

Event description:
It was reported inadvertent deployment occurred. During preparation of a 12x60/8fr uni plus halo 75cm wallstent®, the physician tried to open the stent partially to test the stent's integrity. However, it was found that the stent could not be reconstrained when it had not exceeded the maximum contraindication. It was partially deployed not over 50%. The device did not enter the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was received and the outer sheath was noted to have detached from the valve body. The stent was not returned for analysis. A visual and microscopic examination was performed on the delivery device a visual and tactile examination identified that the outer sheath had completely detached from the valve body on the catheter of the device. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the catheter or valve body that could have contributed to the complaint incident. A visual and microscopic examination found no damage or any issues with the tip, stent cup or stent holder that may have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported inadvertent deployment occurred. During preparation of a 12x60/8fr uni plus halo 75cm wallstent®, the physician tried to open the stent partially to test the stent's integrity. However, it was found that the stent could not be reconstrained when it had not exceeded the maximum contraindication. It was partially deployed not over 50%. The device did not enter the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.